Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "rupture, pain, droppage to the right breast" as well as rupture, numbness to the right shoulder, underneath breast, and on top of the rib cage it feels tender and bruised. The device has been explanted.